Event description:
The physician intended to use a 3.75 mm diameter x 12 mm length nc sprinter rapid exchange (rx) balloon dilatation catheter to post-dilate a 3.5 x 12 mm resolute integrity rx drug-eluting stent that had been implanted in a restenosed vessel. The target lesion had been pre-dilated using a 3.0 x 10 mm sprinter legend balloon at 17-18's atm's. It is reported that a balloon burst of the nc sprinter rx balloon occurred during post-dilatation, on the first inflation of the device. The balloon had been inflated gradually up to 21 atm's. It was not possible to retrieve the balloon catheter, or to re-open the vessel, and the patient was sent for a bypass graft operation. No abnormalities were noted during inspection of the device prior to use, or during the performance or negative preparation prior to use. The patient was reported to be in a good condition post surgery and no other clinical sequelae have been reported. Cine image review: review of the procedural cd images confirmed stenosis in the riva immediately distal to the site of a previously deployed stent. The stenosis appears to have been resistant to pre-dilatation. A stent was deployed, however the resistant nature of the lesion impacted on the expansion of the stent with concentric deployment evident. The images confirm the high pressure inflation of a poba device. An anomaly on the proximal end of the balloon was visible, where the distal outer shaft appears to have weakened and was inflated on inflation of the balloon.

Manufacturer narrative:
(B)(4). Results: (resistant lesion), (rated burst pressure exceeded). Conclusion: (resistant lesion), (rated burst pressure exceeded).